Event description:
Event description guidant received information that during the implant procedure, this implantable cardioverter defibrillator (ICD) was unable to consistently convert the patient during defibrillation threshold testing.the patient appeared to have a electro-mechanical disassociation rhythm and crp was started. On fluroscopy there was no movement of the heart.